Event description:
A report was received that the patient was experiencing burning sensation at the ipg site. It was also reported that the patient was having discomfort when using the device. The patient was prescribed lidocaine cream.